Manufacturer narrative:
Load wheel casting and load wheel horn.

Event description:
It was reported by service report that the cot has a broken load wheel horn and load wheel casting. No pt involvement or adverse consequences are reported.